Manufacturer narrative:
The results of the investigation confirmed the hemostasis hub had detached from the introducer sheath. Further analysis revealed the header within the hub had not been formed, consistent with the detached hemostasis hub. Actions to prevent reoccurrence have been implemented.

Event description:
During device preparation, the hub detached from the sheath. The sheath set was replaced and the procedure was completed with no adverse patient consequences. Based on the analysis of the returned device, a hub detachment was noted.